Event description:
It was reported that an occlusion alarm occurred and that the pump shut off unexpectedly. Reportedly, the customer experienced diabetic ketoacidosis resulting in a hospitalization; details and nature of hospitalization were not provided. A blood glucose level was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.